Event description:
It was reported that after transecting the small bowel with the device, the surgeon realized that there was one row of staples that were not formed and bleeding was observed from the stump. He subsequently opened another like device and re-fired to complete the transection. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Ees field quality engineer (fqe) reviewed photograph from this case and provided the following observations, comments and conclusion: observations: viewing the photograph of the tissue remnant from right to left, it appears as if the left side is the most distal portion of the staple line. Moving right to left, the open staple form appears to become more prominent. Comments: the open staple forms in the outer row starting at approximately mid way down the staple line moving distally is typical of a misalignment between the anvil fork and the cartridge fork of the device. Reference the "instructions for use" section, steps 5 and 6 as well as the "warnings and precautions" section bullet 6, where alignment is addressed. Based on the event description, additional information and photograph, fqe believes that the complication was the result of anvil and cartridge forks being misaligned during placement and closing on tissue prior to transection. (B)(4).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd firing on small bowel, first transection(blue) completed on duodenum, second transaction (green) completed on stomach. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? No abnormalities, normal sized small bowel was a leak test completed? Yes. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? Device is not locked out. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? Yes, open staple legs, staples did not form. Was the firing to close an ostomy? No, used for transection. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? No. Was there a recent conversion to ees devices in this account or with this surgeon? No where was the location of the malformed staples - distal, proximal or in the middle of the staple line? Distal. Where the malforms on the line closest to the cut line or in all of the rows? The whole row furthest from the cut line. Where the staple legs unformed or did they have irregular shapes? Unformed. How much blood did the patient lose? None reported. Was a transfusion necessary? No.